Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a de novo, distal, right coronary artery (rca) after pre-dilatation, and in (B)(6) 2012, approximately 20 months following the index procedure, the patient experienced worsened edema (swelling) due to heart failure. The patient was hospitalized and medication, clopidogrel, was changed. This is listed as a serious event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of swelling and heart failure are listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.